Event description:
While watching a football game on (B)(6) 2022, I ordered a pizza. Later that evening my blood glucose level began to rise. I use a dexcom 6 device to measure blood glucose. I assumed I ate too much pizza and took the humalog dose prescribed by my provider. Two hours later the level was higher, and I took additional humalog. This went on until early morning on (B)(6) 2022. At approximately. 3:00 am I became ill. My entire body was sweating, my vision blurred, and I lost balance control. My wife helped me to the car and we raced to the hospital. At the emergency room my dexcom 6 was reading 350. My acceptable range is 80 - 180. I received no warnings. Doctors at the hospital measured my glucose level at 43. They immediately gave me an IV along with crackers and peanut butter. They claimed I was very near going into a diabetic coma. The dexcom 6 was malfunctioning giving high readings when it should have been giving low ones. I exacerbated the problem by taking humalog. I was held over for observation on the 25th. My primary doctor saw me in the emergency room at 4:00 am and again on the 25th in my hospital room. Dexcom 6 needs to change their advertising and recommend a procedure when glucose levels reach dangerous or unexpected levels. I now test my glucose levels each day at bedtime and recalculate the sensor if needed. A dexcom 6 support staff member said the accept plus or minus 20% as acceptable. This is unacceptable.